Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of morphine, at a rate of 1ml/hr, with a 48ml container size and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer reported the display indicated 3.8ml delivered; however the container was empty. It was reported 44ml was expected to be remaining in the container. The device was removed from clinical service. Therapy was not resumed. At an unspecified time, the customer contact reported the pt expired from an unspecified cause reported as not related to the device. Though requested, no additional info was provided, including if medical interventions were provided and the cause of death. Hospira is continuing to investigate.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the history found the device was not powered up, on the reported event date of (B)(6) 2011. The most recent programming indicated on (B)(6) 2011 at 2154, the device was programmed for ml/hr only delivery, with a 1ml/hr rate, a 48ml vtbi (volume to be infused) and the delivery was started. At 2157, a 6.1ml priming volume is indicated. At 2200, the delivery was started. Between 2232 & 2233, the device was powered on and off, the program was cleared, reprogrammed with the same setting and the delivery started. A new date stamp of (B)(6) 2011 occurred. Between 0337 & 0359, the delivery was stopped, a start alarm occurred, the device was powered off & on, & delivery started. A new date stamp of (B)(6) 2011 occurred. Between 2257 & 2332, an empty container alarm occurred x2 & silenced, kvo delivery occurred & the device was powered off. Review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.